Event description:
Patient was revised due to pain and metallosis. **update** (B)(4) 2012 - litigation received (B)(4) 2012 and attached. Litigation alleges patient had permanent physical injuries, clicking, popping and squeaking; pain, discomfort, soreness, difficulty sleeping, elevated ion levels, metallosis and loose acetabular cup after asr hip implant. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had permanent physical injuries, clicking, popping and squeaking; pain, discomfort, soreness, difficulty sleeping, elevated ion levels, metallosis and loose acetabular cup after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address a gray bursa and granulation tissue. The information received does not change the MDR decision.

Event description:
Patient was revised due to pain and metallosis.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.